Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, who had complained of lightheadedness presented to the clinic. Right ventricular (rv) lead impedance measured 2030 ohms in office. Boston scientific technical services (ts) reviewed the rv electrogram (egm) and noted events which appeared similar to a junctional rhythm. Ts discussed these could be related to the patient¿s symptoms. Jumps in impedance were noted on both the competitive right atrial (ra) lead and rv leads, but other than the out-of-range measurement obtained in clinic, measurements appeared to be within range. High pacing thresholds were noted on one occasion. It was reported that the minute ventilation (mv) feature had been programmed off. Ts discussed potential programming changes to optimize device behavior and the device was later programmed to unipolar pace/bipolar sense. A later call to ts indicated that the device¿s lead safety switch (lss) had been triggered on both the ra and rv leads. No noise was noted. Patient reported feeling pocket stimulation, but it could not be recreated in clinic. The patient was sent for an x-ray to verify lead integrity; the x-ray was unremarkable. Ts recommended pocket manipulation; the caller stated that they tried that the last time and stimulation was not reproducible. Ts discussed additional programming options. The lead was reprogrammed to optimize device behavior. No additional adverse patient effects were reported. This device remains in service.